Event description:
Patient returned for a routine filter removal. It was noted that one leg of the filter had perforated the cava wall and was through the wall approx. 7mm. No extravasation seen. Filter was successfully removed.